Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device serial number is unavailable. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that, while preparing for a case, the wireless mouse was not functioning. The site had replaced the batteries and rebooted the system without resolution. The site brought in a different medtronic navigation system for the case. There was no patient present when this issue was observed. It was later reported by a medtronic representative that he was able to re-sync the mouse and it was then functioning normally.